Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient.

Event description:
Treatment of a fistula with a vessel steal syndrome. The patient was given aspirin and plavix. On (B)(6) 2014, the patient underwent dialysis treatment at an outpatient center. During the procedure, a coil was placed in the vein that was stealing flow from the fistula. As the physician positioned the catheter in order to place a second coil, the implanted coil migrated into the right ventricle and pulmonary artery. An attempt was made to snare the migrated coil using a tri lobe snare, but without success. Post procedure, the patient was admitted to the hospital in stable condition and imaging on the following day revealed the coil remained in the right pulmonary artery so it was left there since the physicians determined that it was safe where it was.